Event description:
An out-of-warranty philips diamondclean electric toothbrush began overheating while in its charging base. At first it appeared to be just discolored or stained at its base, but as it darkened to brown it became apparent that it is burning as it charges and may pose a fire-risk if I were to continue charging it. I have taken photos of the burned device. I plan to replace this device, but I am filing this report due to the various news incidents of other battery-powered consumer products catching fire and causing injuries or property damage.